Event description:
The pump was explanted for questionable battery depletion after an implant duration of 39 months. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.